Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 208.890. Lot: 86p8175. Manufacturing site: grenchen. Release to warehouse date: 03 february 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cannscr ø7.3 self-drill l90/16 sst (part #: 208.890, lot #: 86p8175) was received at us customer quality (cq). Visual inspection showed no defects with the device. Functional test: a functional test was not performed on the returned device as it was returned by itself and the mating devices were not received. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: feature: screw head diameter. Measured dimension: conforming. Document/specification review: the following current and manufactured revisions were reviewed: - cannulated screw 7.3*xxx/16 hex sd. Complaint confirmed? No. Conclusion: the complaint condition was not confirmed for the received device as no defects were observed with the device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the 7.3mm cannulated screw could not be removed. There is no further information available. This report is for one (1) 7.3mm cannulated screw 16mm thread/90mm. This is report 1 of 1 for (B)(4).